Manufacturer narrative:
Na

Event description:
The customer reported the pt was in the recovery room post-operatively. Nursing reported the pt's oxygen saturation started to decrease. The director of respiratory therapy (rt) reported the following: nursing in the recovery room expected the ventilator to alarm when the pt's oxygen saturation decreased. The rt supervisor responded to the event and reported that the ventilator was alarming due to the temperature probe port on the pt circuit being open. The pt was removed from ventilator and manually ventilated at 100% o2 and placed on another device. The hospital biomedical technician reported the pt's oxygen saturation level decreased to 65% during the event. The nursing staff was informed that the ventilator is not a pulse oximeter and does not have an oxygen saturation alarm. It is unk if any external monitoring was in place or functional at the time of the event. Performance verification testing was completed by the respironics service technician and all tests passed to specification, including alarms.